Manufacturer narrative:
This report is submitted on 20 january 2021.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at implant site, subsequently the device was explanted, and the patient was re-implanted with a new cochlear implant.